Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of threshold anomaly was not confirmed in the laboratory. Tests revealed normal lead characteristics. The steroid plug was observed to be in the improper position in the helix as the lead was returned. This condition will be monitored for a significant trend occurring.

Event description:
It was reported that high threshold was observed. The lead was not used.